Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation.  Images provided show a calcified annulus.  Transcatheter delivery balloon burst complaints have been previously investigated by a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst was unable to be determined, but may have been due to procedural factors listed above and/or patient factors (calcified annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during the implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach using an esheath and commander delivery system the balloon burst at full expansion. The valve was implanted successfully with good result. The balloon burst was liner and was able to be retrieved without surgical intervention. Post procedure the patient was doing well.